Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00183.

Event description:
It was reported that during the procedure two set screws broke in half on two different cross connectors during final tightening. There was no further surgical information provided and no reported patient harm. This is report one of two for this event.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed that the cross connector has a fractured screw on one side. A functional test showed that the non-fractured screw on each cross connector has seized. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The likely cause for the fracture may be due to the screw becoming jammed, then continued to be torqued to a point that exceeded the material capabilities causing the fracture.

Event description:
It was reported that during the procedure two set screws broke in half on two different cross connectors during final tightening. There was no further surgical information provided and no reported patient harm. This is report one of two for this event.

Event description:
It was reported that during the procedure two set screws broke in half on two different cross connectors during final tightening. There was no further surgical information provided and no reported patient harm. This is report one of two for this event.

Event description:
It was reported that during the procedure two set screws broke in half on two different cross connectors during final tightening. There was no further surgical information provided and no reported patient harm. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.